Event description:
Literature was reviewed regarding paravalvular regurgitant jets with transcatheter aortic valves. A case report on a patient implanted with a non-medtronic valve was the focus of the article. However, the physician/authors stated that one horizontal regurgitant jet was observed out of 98 patients implanted with a medtronic evolut pro bioprosthetic valve at their center between (B)(6) 2019 and (B)(6) 2022. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.